Event description:
It was reported that the left ventricular lead exhibited high thresholds. Fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced successfully. The patient was in good condition before, during and post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.